Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a transsphenoidal procedure. It was reported that during the case, the camera cart powered off. The monitor was black and the blue power button was off. It was reported that the camera cart lost power while plugged into a known functioning electrical outlet. The site continued the case without the camera cart. A medtronic representative rebooted the system twice to get the camera cart back on. There was no surgical delay and no impact on the patient outcome.

Manufacturer narrative:
Medical device: other relevant device(s) are: product ID: 9735771, serial/lot #: (B)(4), device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the camera cart powered off by itself on 3 separate occasions. The battery was replaced. The navigation system then passed system checkouts and was found to be fully functional. (B)(4) the battery was returned to the manufacturer for analysis. Analysis found that the reported issue could not be verified and the battery performed as expected. The battery was tested for 24 hours with a known good uninterruptible power supply (ups). After 24 hours, the unit did not shut down or heat up. The ups was removed from ac power and the battery powered the ups for the programmed 11.5 minutes before shutting down. Before and after testing, the battery measured acceptable voltages at 26.00v and 26.02v. (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.